Event description:
In 2009, a total abdominal hysterectomy was performed. During this procedure, a small hole was found and repaired on the anterior side of the bladder. After repair, a piece of surgiwrap was placed over the bladder. Eight days later, the pt returned complaining of pain. A CT scan was ordered and a second hole was found on the posterior side of the bladder. Upon repair, it was found the surgiwrap was at the site of the new hole. The doctor was unsure if the second hole found in the bladder was caused by surgiwrap or not.

Manufacturer narrative:
Since there is no product available for evaluation, the investigation of this complaint is limited and the company is unable to draw a conclusion.